Event description:
During a coronary drug eluting treatment procedure, compromised sterile package barrier was noticed. During preparation when the pouch was opened it was discovered that there was a hair on the plastic protecitve loop causing a possible contamination to the taxus express2 8.8% 3.0 x 16 mm. Consequently, the stent was never used and had never touched the pt. The procedure was successfully completed using another taxus express2 8.8% 3.0 x 16 mm. Pt status is reported to be "satisfactory/good."